Event description:
A customer reported that leakage occurred from the pack when used during a procedure. The operation was completed with the same pack without problems. There was no harm to the patient.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. There have been no additional complaints reported against the finish goods lot and the DHR shows the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspect or functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. (B)(4).